Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The reported event of high impedance was confirmed. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30439. It was reported that the patient experienced ineffective stimulation due to autoreducing. Diagnostics revealed high impedances on all contacts. In turn, surgical intervention was undertaken wherein the entire system was explanted and replaced. Post-operatively, stimulation therapy was restored.